Manufacturer narrative:
The ge service rep replaced defective control panel, encoder pcb as needed and verified operation of unit. Unit functions as intended.

Event description:
The customer reported an error message on the system. The control panel cop error displayed on system and unit would not fluoro. A pt was involved, but not injured. Customer stated that problem occurred during procedure. They rebooted unit, same error message appeared, pulled unit from case and completed case with another c-arm. Case completed.